Manufacturer narrative:
The insulin pump passed the functional testing. However, the drive support disk was found slightly loose and there was intermittent button response due to flattened button dome switches. The display scrolled with no input due to the flattened switches. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 217 mg/dl. The customer does not use the sensor feature. They were able to complete the rewind sequence. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.